Event description:
The customer reported to olympus the pressure channel 5 was too high on the colonovideoscope. The issue was found during reprocessing. The device was returned and during the device evaluation the following reportable malfunction was found: nozzle was clogged by a white-colored foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. In addition to the reportable malfunction of foreign material in the nozzle, the evaluation found the following non-reportable malfunction(s): bending section cover adhesive was separated; two light guide rod lenses were chipped; distal end insulation resistance value was out of specification due to camera cover damage; angulations were out of specification and the angle wires were stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wrong user handling/user mishandling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.